Event description:
It was reported that there had been an incident with a pt that had an exacta disposable drainage system inserted, as well as a series of venous and other lines. The pt was infected with 45 ml phenotoin into the exacta 3 way stop cock of the drain by mistake. The drain was left in the pt, as it had not malfunctioned. The pt recovered from the incident.

Manufacturer narrative:
The reported event resulted from user error, and was not related to a malfunction of the device. The pt recovered from the reported experience. The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible, as no lot number was provided.